Manufacturer narrative:
A ge representative evaluated the system and reported he performed a hardware upgrade. No further details are available.

Event description:
Customer reported the system is blowing fuses on the monitor cart. No patient injury was reported.